Event description:
After implanting the lens, the doctor noticed a small hole in the center of the lens optic. He enlarged the incision slightly to remove and replace the lens. The patient is fine.

Manufacturer narrative:
This lens is sold in the USA under model # mi60lus. See MDR 1920664-2009-00327 for the delivery device used with this lens.